Event description:
It was reported that while the patient was undergoing an elbow surgery, electromagnetic interference triggered a lead integrity alert (lia) due to high rate nonsustained episodes and greater than thirty short v-v intervals. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.